Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. No additional testing could be performed due to lack of an actual sample. Therefore, the reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the graduation marks on a 10ml exactamed oral syringe was illegible. The syringe had faint blue ink markings which made it difficult to read measurements when drawing up liquids into the syringe. It was not specified if the device was used for patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.